Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was in retention, the pump was not working properly, it inflated quickly, and the patient couldn't open the cuff enough to empty their bladder. The physician deactivated and activated the pump and was able to open the cuff to empty the bladder, but the issue occurred a second time so they decided to replace the pump. There were no additional patient complications reported.

Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was in retention, the pump was not working properly, it inflated quickly, and the patient couldn't open the cuff enough to empty their bladder. The physician deactivated and activated the pump and was able to open the cuff to empty the bladder, but the issue occurred a second time so they decided to replace the pump. There were no additional patient complications reported.

Manufacturer narrative:
B3 approximated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of cause not established was assigned to this investigation.